Manufacturer narrative:
Result of investigation: the reported complaint was unable to be confirm or duplicate. Uut (unit under test) was found to be functional without fault in fa (failure analysis). Failure most likely due to an intermittently faulty epc . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,rebooted and gathered the logs,trending data and profiles. Informed the customer that the unit will need the main electronics replaced. The main board was replaced and the main electronics was reconfigured to the ventilator. Test base unit,calibrations and verification were performed. All tests passed the required criteria and the unit meets factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bellavista 1000e is showing black screen with password request on middle of screen. Main electronic board issue. The customer confirmed that there was no patient involvement reported from this event.